Event description:
It was reported that the customer experienced high and low blood glucose levels while using the insulin pump. The blood glucose reading was 108 mg/dl, which was treated with food and glucose tablets. The customer stated that she had changed the basal rates in attempt to correct the issue but nothing worked to resolve it. Upon troubleshooting, it was found that the reservoir showed the same amount of insulin as was shown on the status screen, and the insulin pump passed the displacement test. She stated that she would wake up with a blood glucose reading of 50 mg/dl and go to bed with a blood glucose reading of 300 mg/dl. No infusand ion set occlusion was found. She could not complete troubleshooting due to lack of tubing clamps and was advised to perform a complete infusion set, reservoir insulin change as soon as possible. No solution to the erratic blood glucose levels was found. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.